Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent did not deploy. The guide catheter was broken and was stuck at the end of the endoscope. The broken guide catheter was pulled out of the patient with the scope. The stent was then attempted to be deployed using another delivery system, but the physician was struggling to pass the pancreatic duct and the stent fell out of place. The deployment was attempted with an extractor balloon and it was somewhat deployed and then put into place using rattooth forceps. There were no patient complications reported as a result of this event.